Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Medical device (B)(4) captures the reportable event of gel misplaced, non-vascular. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed, if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Additionally, hydrodissection was reported to not be good. During the procedure, the gel was being placed to the left. The physician repositioned the needle in the midline and injected the remaining gel. On the planning computed tomography (CT) scan there appeared to be very minimal amount of gel at the usual location in the midgland. The gel was also seen surrounding the apex of the prostate in what looks like a vascular plexus. There was gel climbing up a vessel that hugs the obturator internus muscle but it terminates superiorly below the femoral head. The physician followed the vessels up to the bifurcation of the aorta and while there was a lot of calcification at the aorta and iliacs, there did not appear to be gel in that area. There were no patient complications reported as a result of this event. The patient condition was reported to be asymptomatic. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.